Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint the sheath's ceramic tip was broken was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: - damaged ceramic beak it can be assumed that found damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress. - the sealing ring worn, the distal end had dents, distal end was deformed. - these defects can be attributed to wear and tear, frequent use, application of excessive force, mechanical impact, improper handling. - damaged sealing rings may very likely cause a leakage at the sheath. The following are included in the instructions for use (IFU): the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: - no corrosion - no dents - no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning -risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. - do not use the instrument if damaged. - damaged product - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sheath's ceramic tip was broken. There were no reports of patient harm, no delay, and the patient was not under anesthesia.